Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and keypad anomaly. Customer's blood glucose reading was 40 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer advised during the fill tubing process they realized the act button was unresponsive when pressed. Customer removed the battery for 5 minutes and replaced the old battery with a new battery. Customer advised they were able to clear the alarm, rewind the device and all buttons functioned properly.